Manufacturer narrative:
The cause for the positive advia centaur xp toxoplasma g (toxo g) test result when compared to the negative alternate laboratory test method results is unknown. The customer performed additional nabt (non-specific antibody blocking tube) testing for interference and the result was positive. No conclusion can be drawn. Siemens has requested the patient sample for further investigation. Customer's additional nabt test results: reagent lot # 061203, toxoplasma g (toxo g) without nabt - 88.4 ui/ml (positive). Toxoplasma g (toxo g) with nabt - 87.7 ui/ml (positive).

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient sample and the result was questioned by the physician. The patient's advia centaur xp toxoplasma g result from (B)(6) 2014 had been positive. The customer performed additional testing with three other alternate toxoplasma g test methods and the results were negative. The patient sample from (B)(6) 2014 was repeated and the advia centaur xp toxoplasma g result was positive. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp toxoplasma g result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00036 on 02/25/2015 for a false positive advia centaur xp toxoplasma g (toxo g) result obtained on a patient sample. On 03/27/2015 additional information: the patient sample was received for further testing and investigation. The advia centaur toxoplasma g (toxo g) sample test results were positive with two different reagent lots and negative when tested on an alternate toxoplasma g test method. The patient sample with a heterophilic block tube (hbt) was positive, indicating there is not a heterophilic interference. The cause for the false positive advia centaur xp toxoplasma g (toxo g) result is unknown. The customer runs approximately 1200 toxoplasma g (toxo g) samples per month and has observed one discordant advia centaur xp toxoplasma g (toxo g) result. The approximate specificity 1199/1200 = 99.91% and meets the advia centaur xp toxoplasma g (toxo g) instruction for use (IFU) relative specificity claim. The instrument is performing within specifications. No further investigation is required. Siemens test results: advia centaur toxg lot 061202; mean result = 79.7 iu/ml (positive). Toxg lot 061205; mean result = 74.7 iu/ml (positive). Alternate toxo g test method result: mean result = <5.00 iu/ml (negative). Heterophilic blocking tube (hbt): toxg lot 061202; mean result = 82.27 iu/ml (positive).